Event description:
The customer reported oxygen concentration out of specification. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 08oct2019. Date of report: 09oct2019. The gas delivery system (gds) assembly was returned to failure investigation (fi) for evaluation. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. During troubleshooting the gds assy found defective u1 (sensor air flow amp 1000 sscm) on the air flow sensor pcba. The out of specification u1 on the air flow sensor pcba created the air flow accuracy and o2 flow accuracy test to fail. The manufacturer¿s international service technician replaced the defective gas delivery system (gds) to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 19aug2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported oxygen concentration out of specification. There was no patient involvement.